Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a left side transfemoral tavr, there was resistance between a 26mm s3u valve/ds and a 14fr esheath+. The procedure was aborted. As reported, the first 14fr esheath+ was inserted and advanced without any difficulty into the lcfa. The commander system and edwards s3u 26mm valve, would not advance through the esheath. The valve under flouro would not pass the pelvic inlet. The loader cap was fully inserted into the esheath+ during commander insertion through the esheath. The existing esheath and commander system were removed. The lcfa was successfully closed using a perclose closure system. An abdominal aortogram was used to verify successful closure of the lcfa. There was no harm to the patient during this procedure. There were six perclose deployed, per physician, for pre-closure before any edwards products were introduced into the patient. The procedure was aborted. Per pre-deco findings, the esheath liner was found to be torn and a liner strand was present. The root cause of the event per the physician was ''small anatomy.''

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return, and the following was observed: the liner was partially expanded until approximately 5.5'' from the distal end of the shaft. The sheath distal tip was unopened. A liner strand was noted about 1.5'' from distal end of strain relief, strand is about 1/4'' in length. A small liner tear was noted about 1/4'' in length at the same location of strand. Scratches were noted on the shaft, especially near the liner tear and strand location. Liner thickness was measured along the liner tear and strand and all measurements met specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints resistance between system components, sheath liner strand, and sheath liner torn were confirmed with the returned device. No manufacturing non-conformance was identified on the returned device. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''a new 14fr esheath+, was introduced and advanced into the lcfa without any difficulty. A second commander system with s3u 26mm valve was inserted into the new esheath and the commander system would not advance past the lcfa in the same area as the previous commander system. The valve under fluoro would not pass the pelvic inlet.'' Furthermore, follow-up information notes that the perceived root cause was not ''due to patient anatomy but rather the physicians deployed at least 4-5 perclose prior to the insertion of the esheath+.'' Review of 3mensio also shows notable calcification in the left common femoral artery. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Calcification can reduce vessel luminal diameter creating a constrained effect on the sheath preventing proper expansion of the sheath and increasing resistance during advancement. Additionally, deploying multiple percloses can create a constrained access vessel that can also contribute to the experienced resistance. Furthermore, during insertion sharp calcified nodules can tear and/or weaken the liner making it more susceptible to tearing during delivery system advancement, especially if excessive manipulation was applied in an attempt to overcome the resistance experienced during the advancement of the delivery system. As such, available information suggests that patient (calcification) and/or procedural (excess use of perclose, excessive manipulation) factors may have contributed to the reported events. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.